Event description:
After completed i.v. Contrast imaging injection, tech was flushing nexiva i.v. With saline and the pigtail tubing ballooned out during the saline flush. No adverse event. Staff did not save or know the expire date.